Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and displayed a grey longevity estimator. The device was kept indoors and two days later re-interrogated, but the device still displayed a grey bar. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.